Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that a patient was rear-ended in a car accident last year and they had not had their system checked since. The patient said the car accident did something to their device and the ins doesn't stay charged as long. The patient also stated they had a return of their target leg pain. They were implanted for leg pain caused by back surgeries, but now has pain shooting down their legs (mostly the right leg) and that the pain was worse at night and was affecting how they walk. The patient also noted they had been diagnosed with prostate cancer and had surgery done for the cancer, but they stated it was unrelated to the device system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.